Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported motor fault alarm on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Technician visually inspected on unit under test assembly, there were no visible defects, damage, or contamination. The unit under test was installed in a known good vela test stand. The test ventilator powered on without fault and displayed no alarms. Unit under test was powered in service mode and the event log shows no failures with motor fault alarms. Allowed the unit under test to cycled in attempt of recreating the reported issue, unit remained fully operational. Using flike multimeter, a preliminary bench test found the +5, +8, +12, +24, and +48vdc present and within +/-5% as stated in the requirement specification. Performed ventilator run-in period as per a\assembly unit under test operated without fault, and no alarms appeared. Cycled power multiple times and allowed for the unit under test to undergo thermal stress, unit under test remained fully operational. The reported complaint was unable to be confirmed or duplicated. The power supply assembly was tested and was found to be functioning as intended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.